Manufacturer narrative:
Insulin pump passed the displacement, prime/compromised force sensor system, and excessive no delivery test noted. Unable to perform basic occlusion and occlusion test due to broken reservoir tube lip noted. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, broken belt clip slot, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment had a broken piece. The reservoir compartment's lip had a broken piece. There was also a crack around where the battery cap screws in. The reservoir did not stay in place properly. Customer's blood glucose level was 312 mg/dl. The customer treated her blood glucose level with the bolus wizard. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.